Manufacturer narrative:
Concomitant medical products: product ID: 4068-52 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had a possible fracture and insulation damage. Oversensing and non-physiologic noise were present on stored electrograms and were reproducible. The lead remains in use. No patient complications have been reported as a result of this event.